Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device was analyzed and normal device longevity was confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator message appeared for ipg. The patient may undergo surgical intervention to address the issue.